Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that pump modules were being utilized for a patient who was being treated for septic shock requiring multiple vasopressor drips. On 3/15/23, at approximately 2pm, channel "b" turned completely off and an "error" message came up. The remaining channels continued to infuse without interruption. It was reported that channel "b" was replaced and experienced the same issue at approximately 2pm on 3/16/23. It was also reported that norepinephrine was infusing at a rate that ranged from 22 mcg/min to 8 mcg/min (15 ml/hr to 45 ml/hr). The volume to be infused was 250 ml and the concentration was 8mg/250ml. Other infusions running at the time were as follows: vasopressin at ".04 units/min," propofol at 40 mcg/kg/min, and fentanyl at 75 mcg/hr. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump modules were being utilized for a patient who was being treated for septic shock requiring multiple vasopressor drips. On (B)(6) 23, at approximately 2pm, channel "b" turned completely off and an "error" message came up. The remaining channels continued to infuse without interruption. It was reported that channel "b" was replaced and experienced the same issue at approximately 2pm on 3/16/23. It was also reported that norepinephrine was infusing at a rate that ranged from 22 mcg/min to 8 mcg/min (15 ml/hr to 45 ml/hr). The volume to be infused was 250 ml and the concentration was 8mg/250ml. Other infusions running at the time were as follows: vasopressin at ".04 units/min," propofol at 40 mcg/kg/min, and fentanyl at 75 mcg/hr. There was patient involvement but no harm.